Manufacturer narrative:
It was confirmed that the epg output connector assembly was broken. It was also found that the main printed circuit board (pcb) was electrically out of specification. Both display wires were found to be pinched, but the insulation was not compromised. The lower case was broken and the hanger assembly was contaminated. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the connections on the external pulse generator (epg) were not "clicking". The epg has been returned for service, testing, and calibration. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Failure analysis was performed on the main board. Visual inspection revealed no anomalies. Benchtop analysis found that the epg powered up and functioned as intended. All tests passed during functional testing. No errors were noted in the log. Conclusion: could not confirm that the main board was out of electrical specification.